Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Literature description: journal: journal of japanese society for joint diseases; author: yamada s, kitahara h, sakimura t, adachi s, yabe y; title: assessment to effects and adverse drug reactions of hylan gf-20 (synvisc); volume: 31(3) year: 2012 pages: 356. MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Foreign body reaction [foreign body reaction], arthritis [arthritis]. Case description: literature-spontaneous report was received on (B)(6) 2013 from an author regarding a (B)(6) female pt, initials unk, with gonarthrosis (knee osteoarthritis). This report is from a literature article entitled "assessment to effects and adverse drug reactions of hylan gf-20 (synvisc)". The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with first course of intra-articular synvisc (hylan g-f 20) injection at a dose of 2 ml (frequency not provided) into an unspecified location. The lot number for synvisc was not provided. On an unspecified date, the pt received the third synvisc injection of the first course. On unspecified dates, the pt experienced arthritis and foreign body reaction for which she was given a local injection of steroid (unspecified) as a treatment. Since, no improvement was seen in the event of arthritis, arthroscopic debridement was performed. The event of arthritis and foreign body reaction was assessed as serious due to hospitalization. No action was taken with synvisc treatment. The outcome of both the events was not provided. Concomitant medications were not provided. The intensity of both the events was not provided. The reporting author assessed the relationship between synvisc and the event of arthritis was as definite and was not provided for the event of foreign body reaction. The author reported that the event of arthritis was considered to be caused by a foreign body reaction due to synvisc.